Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing 15 occurrences of under fill during use. The following has been provided by the initial reporter: "good afternoon attached claim on tubes which do not present empty at the time of making the patient's sagria. ¿ of the purple tubes cod 367861 with that lot -8249525: we no longer exist, they inform me of taking samples that were discarded approximately 15 but there is one that presented the difficulty and was saved for this report.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing 15 occurrences of under fill during use. The following has been provided by the initial reporter: "good afternoon attached claim on tubes which do not present empty at the time of making the patient's sagria." Of the purple tubes cod 367861 with that lot 8249525: we no longer exist, they inform me of taking samples that were discarded approximately 15 but there is one that presented the difficulty and was saved for this report.